Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing ref: 3008452825-2018-00275, 2030404-2018-00061. Following an atrial fibrillation ablation procedure, the patient presented with congestion, right atelectasis and a pleural effusion. One-day post procedure, the patient experienced symptomatic hypotension, secondary to a junctional rhythm which improved with vigorous hydration and IV atropine. The patient then experienced chest pain and a chest x-ray revealed congestion, right atelectasis and a pleural effusion. Intravenous furosemide was administered along with intensification of respiratory physiotherapy and the patient¿s symptoms improved. The patient was later discharged.